Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx drug eluting stent to treat a severely calcified and mildly tortuous proximal cx lesion exhibiting 90% stenosis. There was no damage noted to packaging. No issues removing the device from the hoop. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered during advancement but no excessive force used. It was reported that stent deformation occurred in vivo during positioning / advancement . The physician did not complete the procedure. Failure to cross/position was also reported. The lesion was treated with a semi compliant balloon. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 11th and 15th stent wraps with struts raised. No deformation was evident to the distal tip. There was a kink evident 12.1cms proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.